Event description:
This is a spontaneous report by a healthcare professional from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) and dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 201, the patient was hospitalized for peritonitis. The results of the peritoneal effluent culture were unknown. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was still hospitalized and not recovered. It was not reported if dianeal therapy was ongoing. Concomitant medications were not reported. The health care professional reported the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd884437 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.